Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the impactor pad is was not returned with the device. The device shows heavy signs of repeated use over a potential field age of approximately 7 years. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. H6: proposed code: mechanical (g04)- impactor. Product has been received by zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor was incorrectly returned to zb without an impactor head. There was no patient involvement. It is currently unknown whether the impactor head was fractured, or had been incorrectly removed during sterile processing. Attempts have been made and no further information has been provided.